Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported when powered on all the user interface module lights light up but the display remains black/off on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.